Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap. The device was received with loose/flush drive support disk. Unable to perform the prime test due to physical damage to the case. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer's insulin pump kept saying preparing to prime, and the bottom of the insulin pump came out. The blood glucose reading was 187mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.